Event description:
It was reported that during preventative maintenance testing, upon removal of the battery, the device would not remain powered on for 15 seconds. It immediately shut off. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report, no electrical anomalies were found. Analysis did find that the upper case, lower case, both bail covers and battery drawer were broken, the battery release and ring cover were contaminated, the heart wire contacts were patented, the battery contacts were compressed and the ring was bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.